Event description:
A hosp. Virology lab intended to test 198 pt specimens for the presence of antibodies to hiv-1 during a period of time spanning mid-dec. 1996 through jan. 1997. During this time period, the lab inadvertently used an enzyme immunoassay (eia) test indicated for the detection of antibody to hiv-2 instead of an hiv-1 eia test. Upon discovery of the error, the lab retested archived samples from the 198 pts using the appropriate hiv-1 test. This resulted in the identification of three pt samples which were reactive on the hiv-1 test which were previously reported as non-reactive. Western blot confirmatory testing of these three hiv-1 eia reactive specimens showed two of the three specimens to be positive for antibody to hiv-1 and one of the three to be indeterminate. Hosp. Subsequently contacted physicians of the three pts to report the corrected test results.